Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the muildly tortuous, mildly calcified, 80% stenosed left anterior descending (lad) artery. The physician predilated with an unknown size balloon. When the physician attempted to implant a taxus express2 3.00 x 12 mm drug eluting stent it would not advance. When the physician removed the stent, flared struts were noticed. The procedure was completed with a different device of the same size. No patient complications were reported.